Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information from the reporter (refer to b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue.  As the device was not returned for evaluation, which prevented the device from being evaluated, the investigation was unable to determine the cause of the no image failure.  Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received regarding this event. The failure was unable to be reproduced at the facility, it was not returned to olympus for evaluation. The user facility is using the device without repair.

Event description:
The customer reported to olympus, that one (1) minute after powering on the visera elite ii video system center, the image disappeared during a therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm or impact associated with the event. Based on the information provided by the customer, this failure occurred multiple times. This record is to capture the unknown number of failures this device experienced. Related patient identifier: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.